Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. Upon evaluation, the battery was unable to power on a monitor. The root cause for the inability to power on the charger was unable to be positively determined. Battery was sent to the supplier, itech, for root cause investigation. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective battery. The last pt to use this battery did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing battery sn (B)(4), the battery was unable to power on a monitor. The last pt to use this battery did not report any deficiencies.